Event description:
Upon reviewing the flag files for a (B)(6) male patient, zoll customer report determined the patient's monitor was experiencing abnormal shutdowns. Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (code 107 - multiple abnormal shutdowns) has been confirmed. Upon receipt the monitor showed abnormal shutdowns in it's flag files. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of investigation. No adverse event resulted from the abnormal shutdowns. The patient received a replacement monitor.